Event description:
Line disconnected from hub. The patient had his pluerx inserted on (B)(6) 2021 the lockable line from the insertion kit was connected to an underwater seal drain. (B)(6) was speaking to the patient when this happened. The patient just repositioned slightly then unintentionally the clear tube/ line disconnected on the lockable line from the white hub connection. She immediately clamped the catheter and disconnected from the lockable line and then capped the plurex catheter. Chest xray was done- fortunately patient was ok , no pneumothorax- he went home.

Manufacturer narrative:
(B)(4), follow up emdr for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection of the sample, it was observed that the access tip was disconnected from drainage line therefore, the reported failure mode was confirmed. Product undergoes inspections throughout manufacturing, as the lot involved in this incident is unknown a device history review could not be performed. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Line disconnected from hub. The patient had his pluerx inserted on (B)(6) 2021 the lockable line from the insertion kit was connected to an underwater seal drain. Mayrose was speaking to the patient when this happen. The patient just reposition slightly then unintentionally the clear tube/ line disconnected on the lockable line from the white hub connection. She immediately clamped the catheter and disconnected from the lockable line and then capped the plurex catheter. Chest xray was done- fortunately patient was ok , no pneumothorax- he went home.